Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had died during the night after implant due to mechanical disassociation with no alleged product issue. Additionally it was reported that there were no complications during the implant procedure. However, the specific cause of the mechanical disassociation was not provided.